Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.the customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that during a cataract surgery, a patient experienced a posterior capsule rupture while the surgeon was performing phacoemulsification. The procedure was completed. It was noted that the user caused/contributed to the event. Additional information has been requested.